Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was 554 mg/dl. Customer bloused and consumed water to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin drip and ¿4 intravenous bags¿ were administered. Customer and healthcare provider initially alleged pump may have been cause of elevated bg; however, as no pump alarms/alerts occurred and no issues with the pump supplies were identified, cause of event was not known. Upon follow up, customer reported to have been discharged on (B)(6) 2019 and reverted to using manual injections for insulin therapy.